Manufacturer narrative:
Ni - it was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.